Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t result from cobas h232 meter serial number (B)(4). The meter is not sold nor is like or similar to a product sold in the united states. The result from the meter was 355 ng/l at 14:03 and was reported to the doctor. The patient was sent to the ER and a new sample was drawn at 15:53 and tested on a cobas 8000 e 602 module with the troponin t hs assay. The result was <13 ng/l. The value of <13 ng/l was considered correct as the patient's ECG was normal. The patient was not adversely affected. The suspect strip and the patient sample are no longer available for investigation.

Manufacturer narrative:
The involved cobas h232 meter was received for investigation and was tested with relevant retention material lot # 12888720. The mean of the measurements on the cobas h232 from the customer: native blood sample: <40 ng/l; spiked blood sample (c=340 ng/l): 345 ng/l; the results of all measurements fulfill the requirements. Only the returned investigated material could be currently ruled out as a source for the issue. Neither the involved strips nor a patient sample could be investigated. An interferant in the sample, an issue with the handling of the sample, or an issue with the testing procedure at the customer site could not be ruled out.

Manufacturer narrative:
Relevant retention material roche cardiac poc troponin t of lot 12888720 was tested on a qualified cobas h232 meter with three native blood samples and one spiked blood sample (c=360 ng/l). The blood samples were also tested on an elecsys 2010. The mean of the measurements on the qualified cobas h232: first native blood sample: <40 ng/l; second native blood sample: <40 ng/l; third native blood sample: <40 ng/l; spiked blood sample (c=360 ng/l): 377 ng/l. Elecsys 2010 measurements: first native blood sample: <3.00 pg/ml; second native blood sample: 4.98 pg/ml; third native blood sample: <3.00 pg/ml; spiked blood sample (c=360 ng/l): 370.1 pg/ml. The results of all measurements fulfilled the requirements.